Manufacturer narrative:
(B)(4). Batch # m52t1k. The analysis results showed that one ecr60b cartridge reload was received. The reload was received fully fired and in good visual conditions. No further functional test could be performed due to the condition of the reload. The reported event could not be confirmed as no damage or cartridge pan separation was noted during visual inspection. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an open pneumonectomy, the cartridge pan nearly came off. The cartridge was used as-is to complete the case. There were no adverse consequences to the patient.